Event description:
The facility reported an incident of overinfusion. The patient was in cardiac arrest and hospital staff was coding the patient. The pump was set up for a dopamine drip. The pump was programmed for 5 mg/kg/min. When the pump was engaged reportedly the rate changed to 5 mg/kg/min. The staff had not noticed the rate change until someone noticed the amount of the medication that had been infused. No patient injury resulted from the overfusion. The nurses attempted to re-program the pump but were unsuccessful, however the dopamine infusion continued. It is not known which rate of dopamine was infused after that. The patient recovered from the cardiac arrest but died later in the day. The patient was not on dopamine when he died. The physician did not consider the overinfusion a serious injury or a contributing factor in his death. The patient's diagnosis is unknown.